Event description:
It was reported that an arteriotomy closure of the moderately calcified left common femoral artery was attempted using a perclose proglide device after a peripheral interventional procedure. Reportedly, when the knot pusher was pushing down on the knot, the entire knot came out of the patient's anatomy with a piece of tissue attached. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly in training in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated age. Estimated date of occurrence. The customer reported the device was discarded. A follow up report will be submitted with all additional relevant information.